Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer states medications have not infused as a result of the secondary clamp being closed. The customer reports that the messaging on the device to remind clinicians to open secondary clamp is not sufficient enough. Customer has made a product enhancement request to have an alarm on the device when the secondary clamp is closed. There was patient involvement however patient outcome is unknown.